Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited ?high pressure" error alarm. It was reported that the customer changed the cassette out and reconnected the patient and after about 5 minutes, the pump displayed the same error. According to the reported the patient then refused the rest of the treatment which was 70ml. No patient injury reported.